Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of the absence of the no delivery alarm. He also stated that the reservoir was empty when he programmed for a bolus and the insulin pump still tried to deliver. He was able to fix the alarm through troubleshooting. He also reported on an incident three years prior of low blood glucose that was treated with a glucagon injection. He also reported a seizure that was treated by emergency services. He believes it was due to too much insulin injections and not the insulin pump. No device was returned for analysis.